Manufacturer narrative:
The customer stated the fiber broke inside a urf-p6r scope. Analysis of the broken fiber tip indicates that the fiber broke in the scope when the fiber was possibly bent beyond the fiber's minimum bend radius while laser energy was applied. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully capable of function as intended. No fault found with the fiber as manufactured.

Event description:
Distal end of fiber snapped off inside of a urf-p6r scope approx 3 inches from the end of the fiber. "The fiber stayed contained inside the scope when removed from the pt - the proximal end was removed from the scope and then the distal end of the fiber was removed from the distal end of the scope". Another fiber was used in the damage scope to finish the case.